Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The driver tip of the screwdriver stuck in the screw when inserting into the patient. The tip had to be removed from the screw with some forceps. The tip was inserted back into the screwdriver and customer services were made aware that the item on this orthokit set needed replacing.

Manufacturer narrative:
(B)(4). One (1) skyline spring clip driver [product code: 2868-30-300, lot no: gm4433101] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. The fracture analysis report suggests the driver underwent a quasi-static torsional failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the skyline¿s spring clip driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.